Manufacturer narrative:
A united states customer contacted siemens to report that one patient sample was tested three times with discordant results obtained between the replicates for high sensitivity troponin I (tnih) from an advia centaur xpt system. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the system. The cse performed a total service call. Siemens evaluated the available information including an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on review of quality control (qc) results that showed acceptable results. No issues were reported with other patient samples. An instrument problem was not identified. A potential cause of the falsely elevated troponin is pre-analytical sample handling variables. The analyzer is performing within specifications. No further evaluation of this analyzer is needed.

Event description:
One patient sample was tested three times with discordant results obtained between the replicates for high sensitivity troponin I (tnih) from an advia centaur xpt system. All three test results were reported to the physician(s). The same sample was tested on an alternate advia centaur xpt system. The result from the alternate system was reported to the physician(s). The initial result was above the customer critical range (>50 pg/ml) the patient was treated for elevated troponin. The customer did not specify the treatment. There was a two-hour time period between the initial discordant result (74.3 pg/ml) and the correct result (6.6 pg/ml). There are no known reports of patient intervention or adverse health consequences due to the event.